Event description:
It was reported that the catheter was inserted in the pt's right subclavian vein without incident. Ivh was then infused through the catheter. The following day, the pt complained of nausea and stomach ache and was treated for both. Approximately 7 hours later, the pt complained of respiratory difficulty and cyanosis. Right pleural effusion was observed via x-ray. The pt received treatment and is recovering. There were no associated pt complications.